Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-28 (lot: v159098); product type: 0200-lead; implant date: on (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was removed on (B)(6) 2011. Caller reported the operative report indicated that the lead fractured during explant and the electrodes were left behind. Per caller, the operative report also stated the following regarding why the system was removed: "had a revision, now it is refractory to programming".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the patient's device was refractory to programming. Options were discussed with the patient, including botox. The patient declined botox and stated they would like to have the interstim removed. During the explant procedure, the hcp attempted to remove the lead in its entirety; the lead was very adherent, and there was a lead fracture with electrodes left behind. The hcp then removed the remainder of the lead.